Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device-location of device') and device breakage ('injury(ies) or complication (s) please describe: broken coils') in a (B)(6) year old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type:"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2014 right side salpingectomy and on (B)(6) 2018 left salpingecto-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain, vulvovaginal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet and medical record received. Events: perforation (fallopian tube(s))/ migration of essure device-location of device, broken coils, abnormal bleeding (general), apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder infection, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, hair loss, abdominal pain, vaginal pain, fatigue were newly added. Reporter information updated. Patient demographic information, essure stop date, lab data updated and lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('injury(ies) or complication (s) please describe: broken coils') and fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device-location of device') in a 41-year-old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type:"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and sepsis ("sepsis"). The patient was treated with surgery (on (B)(6) 2014 right side salpingectomy and on (B)(6) 2018 left salpingecto-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain, vulvovaginal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue and sepsis outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, rash, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received- new event sepsis was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('injury(ies) or complication (s) please describe: broken coils') and fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device-location of device/right fallopian tube essure perforation') in a 41-year-old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type:"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and sepsis ("sepsis"). The patient was treated with surgery (on (B)(6) 2014 right side salpingectomy and on (B)(6) 2018 left salpingecto-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain, vulvovaginal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue and sepsis outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, rash, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2018. Approximately 2 spirals of the coil being exposed into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Lot number: b82474 manufacturing date: 2013/10 expiration date: 2016/10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: right fallopian tube essure perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient medical history, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('injury(ies) or complication (s) please describe: broken coils') and fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device-location of device') in a 41-year-old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type:"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and sepsis ("sepsis"). The patient was treated with surgery (on (B)(6) 2014 right side salpingectomy and on (B)(6) 2018 left salpingecto-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, abdominal pain, vulvovaginal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue and sepsis outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, rash, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Lot number: b82474 manufacturing date: 2013/10 expiration date: 2016/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device-location of device') and device breakage ('injury(ies) or complication (s) please describe: broken coils') in a 41-year-old female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type:"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"), 14 days after insertion of essure. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2014 right side salpingectomy and on (B)(6) 2018 left salpingecto-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain, vulvovaginal pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, female sexual dysfunction, rash, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.